Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed no labels removed and there was no physical damage. During functional testing, the reported complaint was not duplicated. System fault 104 indicated during power up on the screen display. The error code 104 indicates issues with the downstream occlusion sensor. The device failed the lead screw test due to a defective downstream occlusion sensor. Downstream occlusion sensor was replaced.

Event description:
It was reported that the device does not detect cartridge. No patient injury was reported.